Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported having a large drain during treatment. The patient drained 3921 ml from a 2000 ml fill volume. The patient reported having a long drain time but felt no pain. During follow up the patient's nurse reported there was no adverse event associated with the potential overfill event. The reported large drain of 3921 ml was 195% over the expected drain volume which resulted in a reportable device malfunction.